Event description:
Patient reported that in 06 he awoke feeling "funny" (headache and nauseous). He ate breakfast and one and half hours later tested his blood glucose which read "hi" (>500 mg/dl). The patient reported that he went to the hospital and was treated with an IV (contents unknown). The patient continued to use the infusion device 2 days later. The patient reported that when he attempted to replace the cartridge, a yellowish-green substance was found around the infusion device adapter. The patient reported that he switched to his back-up infusion device and his reading returned to normal (except for one blood glucose value of "hi"). Patient was not diagnosed with any illness while in the hospital. Product has been requested to be returned.